Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. A review of the system logfiles found timeout establishing connection with the generator. To resolve the issue, the fse replaced the battery in cube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.